Event description:
A nurse reports that following insertion, something was identified that appeared to be embedded in the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.